Event description:
It was reported to philips that there was no power to the control modules and the tsms, which can impact geometry movements. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.